Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an online article indicated there were high false positives found for the company's implantable atrial fibrillation (af) detectors. There was a comment on social media that the error rate should be better than 84%. No patient complications have been reported as a result of this event.